Event description:
Patient presented to the physician with drainage at the chest incision site, and a portion of the stimulation lead was visible through the skin at the incision. Physician prescribed oral antibiotics. Physician brought the patient into the or the next day, irrigated the chest pocket with antibiotic solution and betadine, and closed the incision.